Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. Test strip lot # 1020215082 expiration date: 3/31/2017 control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. The customer's complaint could not be confirmed. According to the consumer, they were to return 1v of lot # 1020215082 with approximately 40 test strips inside. The customer returned lot # 1020215082 with a total of 53 test strips inside the vial. Visual inspection of returned vial is a 50 count vial. Although the consumer did return the blood glucose test strips in question, qa did not perform an investigation on these strips as the condition of the returned vial is consistent with the consumer transferring other strips into this vial resulting in the returned strips to be compromised. Retain test strips from the same lot were utilized to complete the investigation. Use of the consumer nova max link glucose monitor and the qa strips from the identified lot did not reveal any performance failure. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Event description:
Consumer called in concerned about high blood glucose readings lately. Blood glucose results pulled directly from the meter -actual date was today (B)(6) 2015 and the time was 12:10 pm for the first test (B)(6) 2015 at 12:18 am blood glucose 281 mg/dl after lunch, at 12:22 am blood glucose 287 mg/dl, at 3:16 am blood glucose 396 mg/dl. According to the consumer, "....received unk units of insulin from his pump based on the blood glucose results in question..."